Manufacturer narrative:
The biomed replaced the power limit cable to repair the bed.

Event description:
Info received indicates the power limit cable was damaged by the knee motor which exposed bare wires.